Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 220 units of insulin. However, the amount of insulin that had been delivered during this time was not provided. The customer's blood glucose level was 131 mg/dl.